Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (pulse below lower limit) was confirmed. Upon investigation, the belt was unable to complete essential performance testing and was unable to communicate. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the thermally damaged diode array could not be positively identified. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt delivered pulse below lower limit.